Event description:
It was reported by the affiliate that the (1) er320 was used during a laparoscopic procedure. It was reported that the clips dropped (not in the pt). The case was completed with another instrument and with no pt consequence.